Event description:
Related manufacturer reference number: 2017865-2024-58115. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the right ventricular (rv) lead and on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: implant date was missing d6a.